Event description:
(B)(4) study. Same patient as MFR ID#: 2134265-2011-03897. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented at the time of the index procedure due to non q-wave st elevation myocardial infarction. Cardiac catheterization revealed a 95% stenosed and 15mm long lesion in the ramus artery about 1cm beyond its origin with a reference vessel diameter of 2.25mm. This was treated with predilation and deployment of a 2.25x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient presented to the emergency department with chest pain, nausea and diaphoresis. An EKG revealed st segment elevation in v2, v3 and v4 indicating probable acute anterior myocardial infarction. She was diagnosed with an acute q-wave st elevation anterior myocardial infarction. Troponin levels were 0.04ng/ml. She was treated with aspirin, sublingual nitroglycerin and developed hypotension. She was administered epinephrine which elevated her pressure and increased her heart rate. After brief tachyarrhythmia, the patient developed steady bradycardia and increasing hypotension over the course of the next hour. She was given IV fluids and an external pacemaker was placed. A dopamine drip was started for hypotension. The patient was intubated. The patient was noted to be pulseless and apneic. A "full press effort" was made to return spontaneous circulation. This was unsuccessful and the patient was pronounced dead the same day.

Event description:
It was further reported that the death certificate lists the cause of death as myocardial infarction. No autopsy was performed.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).